Event description:
It was reported, the customer received a button error alarm. Customer stated their keypad was sticking before the alarm occurred. The customer's blood glucose was unknown. It was also found the customer was caught in a rain storm with their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Insulin pump had a cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube window, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.